Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump.